Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed the lens was cut into two parts and one lens haptic was broken. Loose particles were observed on the lens optic body compatibles with handling the lens out of the sterile environment. The sample was observed with the characteristic of zmb00 as a circular zone across the optic was detected. The condition observed in the lens received is consistent with a lens that has been explanted from the patient eye. There is no evidence to suggest any fault on the lens or manufacture. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) was generated during manufacturing of this purchase order. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Corrected data: follow up information was received providing corrected product information: (B)(4). Common device name: multifocal iols. Model #: zmb00, catalog #: zmb00u0225, serial #: (B)(4), expiration date: 3/23/2017. Device manufacture date: 3/23/2013. All pertinent information available to abbott medical optics has been provided.

Manufacturer narrative:
(B)(4) explant of intraocular lens. Placeholder.

Manufacturer narrative:
Corrected data: manufacturer number should have been 2648035. All pertinent information has been submitted.

Event description:
Our sales representative received notification on (B)(6) 2014 that a patient was experiencing trouble with halos after being implanted with a z9002 intraocular lens (iol) and a explant procedure would be taking place. On (B)(6) 2014 the explant was performed.